Event description:
It was reported that the user was able to view glucose readings on the dexcom g7 mobile app but not on the ilet after changing the sensor earlier the same morning. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation included user interview and troubleshooting assistance, during which the sensor pairing code was verified as correct, the cgm setting was toggled from g7 to g6 and back to g7, and the ilet entered pairing mode with the sensor. The user was advised that pairing could take up to 30 minutes and to call back if readings did not appear. Investigation of this case revealed no malfunction of the ilet device and indicated that the behavior was consistent with expected cgm pairing and connectivity timing rather than a device or component failure.